Manufacturer narrative:
(B)(4).

Event description:
It was reported once the lead was implanted, the lead measured upper out of range pacing lead impedance values. The lead did not remain implanted and another lead was implanted instead. The patient condition was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.